Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional becomes available, this report will be updated.

Event description:
Subsequent information indicates that this patient underwent a revision procedure and the lead was successfully repositioned. No further adverse patient effects were reported.

Event description:
Boston scientific crm received information that this right ventricular (rv) exhibited increased pacing thresholds. It was believed that the patient had pulled back the lead. At this time, no intervention has been scheduled. No serious injury or patient harm has been reported at this time.